Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2022 for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Charge and boot testing was performed and pass. Nordic bluetooth pairing test was performed and pass. Functional test was performed and pass. A review of the receiver logs was performed and signal loss was found for serial number (B)(6) within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).